Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter there was a loose end cap. The following information was provided by the initial reporter and translated to english. The customer stated: "in the process of CT, the prn of the indwelling needle suddenly fell off when the contrast agent was injected with bd's 20g indwelling needle, resulting in venous blood outflow."

Manufacturer narrative:
Investigation summary: in response to the event reported a device history review was conducted for lot number 0063903. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.